Event description:
It was reported that during angioplasty procedure, the pta balloon capsule allegedly fell off during the operation and could not be removed. It was further reported that the capsule cannot be captured through interventional techniques. Reportedly, the patient was in the cardiac surgery of the open thoracic surgery to take out the balloon. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided and reviewed. The image provided shows a stent graft in the chest with apparent disruption of the stents. There is a sheath above the stent with a wire and device within the tip of the sheath. There is also a wire/catheter within the stent. This appears to be the balloon catheter, but there is no wire within the catheter. Two photos were provided and reviewed. The first photo shows the distal end of the catheter shaft, with the balloon detached and not seen in the picture. The second photo shows the atlas gold balloon completely detached from the catheter shaft and inverted with blood residues. No other anomalies were noted. Therefore, the investigation is confirmed for the reported balloon detachment and difficult to remove as the balloon is completely detached and inverted which would contribute removal difficulties. The presence of stents at the treatment site may have contributed to the reported detachment and removal difficulty. However, a definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos and an image were provided for review. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon capsule allegedly body off during the operation. It was further reported that the capsule cannot be captured through interventional techniques. Reportedly, the patient had to undergo open thoracic surgery to take out the balloon. The current status of the patient was unknown.